Manufacturer narrative:
The customer described placing a fastener approx one centimeter above the diaphragm, indicating the placement probably caused the perforation in the softer esophageal tissue. The device was disposed of by the customer as the device performed to specification for the reflux valve reconstruction. The company was contacted about the incident the following day and could not recover the device. The customer asked for additional device/procedure training to ensure proper technique is used in the future. Case observation/training will occur during the next scheduled procedure. The pt is recovering.

Event description:
Following a transoral incisionless fundoplication (tif) procedure, the pt was treated for empyema resulting from an esophageal perforation, which occurred sometime during or after the procedure. The esophageal leak was approx 1 cm above the diaphragm posteriorly. It was the surgeon's opinion, the leak was small but clinically significant. The esophageal leak was repaired using an esophageal stent. The site was debrided and the pt was administered antibiotics. There was no allegation of product malfunction.